Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed wire damage that would have contributed to the reported driveline power fault alarms. No pump-related issues were identified. The submitted system controller event log file contained data from (B)(6)2021 through (B)(6)2021. Starting on (B)(6) 2021 at 09:55:21, a controller internal fault alarm was observed, which was associated with an ocp_b_open fault. One second afterward, a power broken b fault was observed, which progressed into a constant driveline fault alarm. The driveline fault alarm was observed until 10:01:40, when the driveline was disconnected. It was reported that the patient exchanged their controller. The driveline was ultimately reconnected again approximately 1 minute later at 10:02:50. It was noted that there was a loss of left ventricular assist device (lvad) communication due to the driveline being disconnected; the issue immediately resolved following the reconnection of the driveline. The file continued to capture the driveline power fault alarms until the end of the file. No interruption in pump function was observed while the pump was connected to the controller. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. In addition, these documents contain information on how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report a driveline alarm. Upon arrival it was noted that the patient had an active "driveline power fault". It was attempted to clear the alarm, but it returned immediately. The patient noted a twist in the distal end of the driveline near the controller. The patient reported lying in bed on the mpu (mobile power unit) and the alarm started spontaneously without any unusual movement. The patient attempted a controller exchange on (B)(6) 2021 to the backup controller and the backup controller had a controller fault alarm. The patient changed back to the primary controller. Review of the log file, captured a driveline power fault due to a fuse in the controller opening. The primary controller and modular cable were exchanged. Manufacturer report number of primary controller: 2916596-2021-00258. Manufacturer report number of backup controller: 2916596-2021-00296. Manufacturer report number of modular cable: 2916596-2021-00504.